Manufacturer narrative:
Exact date unknown, event occurred in 2015. Explant date : 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17218250.

Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.